Event description:
It was reported that the survey respondent mentioned about bacteriuria, symptomatic urinary tract infection and catheter blockage when asked of complications while using the bardia ptfe coated male length catheter (12-22 ch/fr). It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be due to ¿incorrect air pressure setting¿ or "incorrect air blow direction setting" and also contributed by user related during handling the product. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.